Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the level sensor pads to adhere to a lab use only (luo) reservoir under ambient and cold temperature conditions.

Manufacturer narrative:
Updated blocks: b5, d4, d11 and h4.

Event description:
Per additional information, it was reported that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The end user reported that he put the level sensor pad for the heart lung machine (hlm) on the reservoir. After that, he attached the level sensor but it separated. He tried to change the level sensor pad to another one, but the same issue occurred. The end user got only one device without mounting and it was the same lot.

Event description:
It was reported that the level sensor pad was not sticking. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.